Event description:
It was reported that the stent inadvertently began to deploy. A 6x100x130 innova self-expanding stent was selected to be implanted in the lower extremity of the patient. The physician had previously implanted two other stents. As the device was in the process of entering the sheath outside the patient, it began to prematurely deploy before the safety lock had been removed. The stent did not fully deploy. A different device, which was the same model, was used to complete the procedure. The patient experienced no adverse effects and was fine.

Manufacturer narrative:
Device analysis by MFR: the returned product consisted of an innova self-expanding stent system. Visual examination revealed that the stent is partially deployed approximately 4.7mm from the distal end of the middle sheath. The stent is stretched/deformed. Microscopic examination revealed scratch marks around the tip of the device. The lock and rack are still in the manufactured position. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the stent inadvertently began to deploy. A 6x100x130 innova self-expanding stent was selected to be implanted in the lower extremity of the patient. The physician had previously implanted two other stents. As the device was in the process of entering the sheath outside the patient, it began to prematurely deploy before the safety lock had been removed. The stent did not fully deploy. A different device, which was the same model, was used to complete the procedure. The patient experienced no adverse effects and was fine.